Manufacturer narrative:
(B)(4). Additional narrative: per the customer, the sample is not available to be returned to baxter for evaluation. Therefore, the reported condition of 'reservoir ruptured' could not be confirmed. Should the sample and/or additional information be received, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Additional narrative: baxter has conducted a trend review and found that similar reports have been received for the reported problem of "ruptured reservoir". The root cause will be identified/addressed through the CAPA investigation, (B)(4). A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot.

Event description:
It was reported to baxter (B)(4) that the reservoir of one (1) ce intermate lv 250 device had ruptured during patient infusion. There is no report of patient injury or medical intervention. No additional information is available.